Event description:
It was reported that the pt experienced a lack of therapeutic effect. The status lights using the pt programmer indicated a depleted neurostimulator. Additional info received reported that the pt's right sided system was removed due to infection. Pt outcome was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
The serial number is included in the range for the medtronic soletra lifted bond wire recall (dated october 2007).